Event description:
Reporter states he had a freestyle libre 3 device from abbott that would show low readings. Reporter called abbott several times and was eventually sent a replacement. Replacement device does the same thing. It gives low readings about 50-70 points off. Reporter states an event where his device read 185, but he cross checked with a fingerstick, which read 255. This reading was about 70 points off. Reporter states receiving a letter from (B)(6) about the abbott recall; however, he was told his specific batch is not included. Pt code: 4582. Device codes: 2460, 1420. Ref report: mw5181646.